Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: difficult to remove, failure to retract - thumb advancer, clip mislocation. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after deploying the clip, difficulty was encountered removing the device. An attempt to remove the device via the access ports was unsuccessful. After applying counter-traction with an assertive pull, the device was freed from the patient anatomy. When the device was removed, the clip was deployed in the exchange sheath. Manual compression was applied for ten to fifteen minutes followed by the use of a non-abbott device to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.